Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). During percutaneous coronary intervention (pci), when the opticross 6 imaging catheter was pulled out, resistance was felt at the lesion area. After that, lost image occurred and the device was unable to be used. The procedure was completed with another opticross 6 imaging catheter. No patient complications were reported.